Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ over a month ago and 15 days later the patient had an episode of inflammation that resolved after 2 days of prednisone. The patient had a similar episode years ago after injecting juvéderm® voluma¿ with lidocaine in the cheeks and it resolved the same way. 15 days later, the inflammation happened again in both malar areas (more on one side). The hcp prescribed the patient with ciprofloxacin and prednisone in a tapering regimen for 2 weeks. After 2 weeks the patient stops and the inflammation returns. The patient was then prescribed ciprofloxacin for one more week and prednisone 30 mg for 4 days, 15 mg for 4 days, and 10 mg for 4 days. This record captured the juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ over a month ago and 15 days later the patient had an episode of inflammation that resolved after 2 days of prednisone. The patient had a similar episode years ago after injecting juvéderm® voluma¿ with lidocaine in the cheeks and it resolved the same way. 15 days later, the inflammation happened again in both malar areas (more on one side). The hcp prescribed the patient with ciprofloxacin and prednisone in a tapering regimen for 2 weeks. After 2 weeks the patient stops and the inflammation returns. The patient was then prescribed ciprofloxacin for one more week and prednisone 30 mg for 4 days, 15 mg for 4 days, and 10 mg for 4 days. This record captured the juvéderm® volux¿.